Manufacturer narrative:
(B)(4). Product has not been returned. Additional 510k codes: k943604.

Event description:
It was reported that the fixture mount was fractured. Another implant was placed.

Manufacturer narrative:
One ha-coated spline implant was returned for inspection with corresponding transfer mount and retaining screw. A visual inspection confirmed that the mount is fractured at the tines, which are all removed from the mount. The tines are caught in the implant. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental spline twist implants 8962 rev 2-06/16. Information identified: implant placement for threaded 3.25mm spline implants. After the implant is seated at the desired level, unscrew the implant driver mount by disengaging the retaining screw with the 0.050" hex drive seating tool. The driver mount countertorque tool or hemostats may be used to prevent rotation of the implant during driver mount removal. The external hex of the countertorque tool engages the hex socket of the driver mount. A hole in the end of the countertorque tool allows the long hex drive seating tool to be passed through the countertorque tool and engage the retaining screw. While holding the countertorque tool in a fixed position, disengage the retaining screw by turning the hex drive seating tool in a counterclockwise direction. When using hemostats to prevent rotation of the implant during driver mount removal, the external flats of the driver mount are gripped with the hemostats and either the long or short 0.050"hex drive seating tool is used to remove the retaining screw. Remove the driver mount from the implant body. Both the mount and the retaining screw are disposable products, and should be discarded. Caution: take precautions to prevent the driver mount from being aspirated by the patient. A root cause for the complaint could not be determined. (B)(4).

Event description:
No further event information available at the time of this report.